Event description:
Customer alleges discrepant results with meter compared to lab starting in (B)(6): date: unk, inratio: 0.9, lab: 3.3. Compared around the same time. Pt's target therapeutic range is 2.0-3.0. Customer (non-coumadin user) states that when she self tested with meter she had a result of inr=1.9. Customer estimates that they are getting inratio result of inr=0.9 on a total of 7 pts since receiving the meter. Unable to obtain any other results than 0.9 on all the pts tested.

Manufacturer narrative:
Investigation pending.